Manufacturer narrative:
Device evaluation: h3 type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic torn/ bent/ deformed/ and stretched out. Fibre on lens surface. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -14.50 into the patients left eye (os) on (B)(6) 2024. The patient experienced refractive surprise. Reportedly "vision is not clear". On (B)(6) 2024 the lens was exchanged for the same model and length. Status of the eye: "good". Additional information provided: "near vision is not clear, the patient requests a lens replacement". The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
(B)(4).